Manufacturer narrative:
(B)(4). The date of event/therapy date was sometime in (B)(6) 2017. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the solution leaked out even though the transfer set clamp was closed. After opening the minicap and before the twist clamp was opened, solution started coming out. The patient was advised to change the transfer set immediately. The mainbody of the set was found to have been cracked. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, photographs of the sample were provided for evaluation. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye which verified the damaged/cracked mainbody. An assignable cause could not be determined. The reported problem of leaking was not verified since functional testing could not be performed. The device shown did not meet specifications. Should additional relevant information become available, a supplemental report will be submitted.